Manufacturer narrative:
Date sent to the FDA: 9/10/2020. Additional h6 patient codes: 2240, 2360. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, abscess, long-term infection, scarring and disfigurement following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and small bowel resection on (B)(6) 2012 during which the surgeon noted disintegration of the pvp mesh, a partial small bowel obstruction with densely adhesed small bowl and deserosalization of the small bowel. It was reported that the patient experienced severe pain, dense adhesions, seroma, bowel resection, cramping, nausea, vomiting, chills, inflammation, bulging, loss of appetite, stress and anxiety. No additional information was provided.